Manufacturer narrative:
Device not returned to manufacturer for evaluation. Communicated with hospital, they have no further issues. Battelle sent best practices documentation- bulletins to the field on potential ways to avoid odor in the mask. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported hydrogen peroxide smell upon initially opening boxes from batch 2 of cleaned masks from battelle. No such odor was noted with batch 1. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.